Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock due to oversensing of myopotential noise. The patient was hospitalized, pending resolution. X-rays showed the electrode was laterally positioned and was likely oversensing the pectoral muscle. Troubleshooting was performed, but the other sense vectors were not suitable. The device was deactivated and the patient was discharged to home. The patient and physician were discussing a procedure to perform a new screening and reposition the electrode. No adverse patient effects were reported outside of the inappropriate shock that was received. The device remains implanted but not in use. It was later reported that the patient underwent a lead revision procedure at another hospital, where the electrode was positioned more medially, and has had no further events.